Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v772374, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation and the patient programmer display showed a ¿call your doctor¿ icon. There was a power on reset (por) condition. It was noted that they first started seeing the por message yesterday after trying to turn on stimulation after surgery.